Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the complainant reported that after switching on automated impella controller (aic), the error message "controller failure" occurred. Therefore, the aic was exchanged and the event resolved. There was no patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. D4 model number has been updated. D9 device return date added. Updated h3 to device evaluation anticipated. H6 type of investigation code added.